Event description:
During an ankle arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand, the pt sustained cartilage damage. The pt has not received treatment for the cartilage damage. The facility reported the cause of the cartilage damage to the pt was not known.

Manufacturer narrative:
Pt age was requested from the user facility. No additional info has been received to date. The device was discarded by the user facility. Since the device was discarded and the lot number was not provided for this report, a complete investigation could not be performed. No conclusion can be made.